Event description:
Information received on 5/14/97 indicates additional reason as a very, very small cylinder leak at site of input tube. Reference uf/dist #2030167-1997-0009.

Manufacturer narrative:
Cylinders had a wear leak.